Manufacturer narrative:
The needle was returned for investigation. The needle manufacturing records were reviewed and no deviations or concerns were found. The reported frosting on the shaft was confirmed as the needle failed investigation. Based on disassembly of the needle, the investigation testing results showed insufficient vacuum insulation. No relation was found between needle assembly processes and the vacuum loss phenomena.

Event description:
Prior to a renal cryoablation procedure, the system and needles were tested with no issues. During the first freeze one of the needles developed frost on the shaft. The physician scanned the patient at 9 minutes and saw an adequate iceball so continued with the case per protocol. The doctor placed a saline soaked gauze at the needle insertion site to prevent injury. The procedure was completed with no injury to the patient.

Event description:
Prior to a renal cryoablaion procedure, the system and needles were tested with no issues. During the first freeze one of the needles developed frost on the shaft. The physician scanned the patient at 9 minutes and saw an adequate iceball so continued with the case per protocol. The doctor placed a saline soaked gauze at the needle insertion site to prevent injury. The procedure was completed with no injury to the patient.